Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibits signs of repeated use. Gouges and nicks were seen on the surface. A crack was also observed on the anterior region. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event can be attributed to the wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the provisional was worn and fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.